Event description:
After giving the injection, nurse went to activate the safety sleeve. Nurse claimed that sleeve was stiff to move and her finger went over the needle and she sustained a needle stick injury.